Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's pump "quit three weeks ago." The pt was hospitalized for withdrawal. The medications being delivered via the device system were lioresal, clonidine, and fentanyl. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.